Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
Device 1 of 2. Reference MFR report#1627487-2016-05327. It was reported the patient was unable to increase amplitude with the patient programmer. Reportedly, reprogramming was attempted to no avail. Diagnostic testing revealed high impedance measurements on all lead contacts. As a result, surgical intervention may be undertaken as the next course of action to address the issue.